Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon fired the flex across the bowel (green cartridge). After firing, the gun was very difficult to open, the surgeon eventually managed to open it and as there was a little more bowel left to transect. The surgeon re-filled the flex with a green cartridge. After the gun was fired, the surgeon could not open the gun. It is unclear if the surgeon remembered to use the red release button. As the gun would not open and was stuck on the bowel, the surgeon then had to cut the gun out using a competitive device. The flex was articulated so the gun had to be removed along with the trocar. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and loaded with an echelon 45 reload. The reload was noted to be unfired. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. In addition, an auto suture 5-12mm trocar was received on the device. The device was tested for functionality in the articulated position with an echelon 60 reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.